Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the distal filter was unable to be resheathed. A sentinel embolic protection device had been placed. When attempting to retract the distal filter, the distal filter slide on the handle broke. The physician was unable to resheath the distal filter prior to removing the sentinel embolic protection device from the patient. No patient complications were reported.